Event description:
Per the clinic, the patient experienced pain with and without device use, subsequently the decision was made to explant the device. The device was explanted on (B)(6)2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.